Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: ischemia/systemic hypertension/elevated enzymes/restenosis. Device issue: no device malfunction has been reported. It was reported that in 2009, two promus stents were implanted in a v, between the left anterior descending (lad), and the diagonal. A 3.5 x 15 mm rx promus was implanted in the lad and a 2.5 x 23 mm rx promus was implanted in the diagonal. At the time of the catheterization, there appeared to be a small aneurysm formation, where the kissing balloon inflations were performed between the diagonal and the lad. Additionally, a 3.0 x 23 mm promus was implanted in the right coronary artery (rca). At approximately 5 weeks later, the pt presented with atypical chest pain, which was subsequently diagnosed as ischemia after a positive stress test. Additionally, the 3.0 x 23 mm promus implanted in the rca in 2009, was noted to have a 20% restenosis. The aneurysm appears to be at least double the size of the lad itself measuring 6.7 cm. The flow down the lad and diagonal is completely normal. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The other two promus everolimus eluting coronary stent systems are being filed under MFR report number 2024168-2009-01335.